Manufacturer narrative:
Evaluation of the returned component found the fracture surface artifacts suggest the fracture began with a bending overload. The root cause is attributed to excessive mechanical force. Review of manufacturing history shows that lot released with no anomaly.

Event description:
It was reported that patient underwent a shoulder procedure utilizing a comprehensive reverse shoulder central screw on (B)(6) 2011. During procedure, the screw fractured off at the bone and a portion of the screw remains in the patient's bone.

Manufacturer narrative:
Current information is insufficient to determine the cause of reported issue. Package insert states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear." It is anticipated that device will be returned, but has not yet been received. Upon receipt of complaint item, an evaluation will be performed and a follow-up report will be sent.